Event description:
The patient reported that the lead had "problems". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Attorney alleges that due to mdt, the pt has 'suffered extreme physical injury and extreme emotional and psychological distress which includes an acute fear of sudden death'. Also alleged that the pt has 'heart palpitations, anxiety, and other debilitating injuries......and suffer from post traumatic stress'. The patient further reported that the lead had "problems". Follow-up determined that there was noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.